Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012880289 was returned and analyzed. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. Catheter identification and ablation. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. During functional testing, the generator terminated the therapy delivery due to system error #2000 received indicating that there was an electrical current error. Electrical continuity and hipot verification (where applicable). Electrical continuity test revealed an open loop on the electrode # 2 and # 9 wires. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter subcomponents: during the inspection of the shaft segment, the electrode #9 wire was observed to be broken at 49.5 inches from the catheter handle connector. Additionally, the electrode #2 wire was found to be broken and charred at 9.5 inches from the catheter handle connector. In conclusion, the catheter failed the return product inspection due to a charred electrode wire was observed in the shaft region and broken electrode wire was observed in the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, during the 60th pulse, an error message was received indicating that there was a relay error. The generator was restarted without resolve. The catheter was then replaced to resolve the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.